Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead helix would not extend. The lead was not used and a new lead placed successfully. The patient was recovering normally.